Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending (lad) artery with heavy tortuosity and mild calcification. Predilatation was performed two times using two unknown balloons (2.0 x 15 mm and 3.0 x 15 mm) with residual stenosis less than 40%. A 3.0 x 18mm device was advanced; however, resistance was felt due to the heavy tortuosity and narrow curves in the lad so the device was pushed forward with constant but soft pressure. Reportedly, behind the stenosis, the vessel formed a ring tail downwards and therefore, the tip of the delivery system was pushed against the vessel wall during advancement. The proximal shaft kinked and the distal tip of the catheter caused a small dissection. After that, a xience prox 3.0 x 38mm was implanted to treat the lesion which inadvertently treated the dissection with no complications. There were no adverse patient effects or clinically significant delay due to the failure to cross. The patient is doing well. No additional information was provided.

Manufacturer narrative:
(B)(4). It was not possible to perform a thorough analysis on the product because it was not returned for analysis. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. The reported patient effect of dissection, as listed in the instructions for use (IFU), is a known patient effect that may be associated with the use of a coronary device in native coronary arteries. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.